Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was deactivated by the user after the end of second prime. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. The rerun replicated the abnormalities observed in the original data. Inspection of the rotational sensor springs under magnification found a metallic piece of thread stuck to it. Since the rotational sensor malfunctions appears to be taking place when there is metal to plastic contact between the bottom rotational sensor spring and the ratchet gear, it could not be confirmed that the metallic thread contributed towards the rotational sensor abnormalities seen in the data. The exact cause of the rotational sensor assembly malfunction could not be determined.

Event description:
It was reported that the needle did not deploy. Pod was not worn. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.